Event description:
Customer reported his wife's meter was not powering on an she was unable to test. The wife reported she "felt like her blood levels dropped" and she lost consciousness. She was given candy, cranberry juice and (4) teaspoons of sugar to counteract the medical event. She did not require third party medical intervention. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Inthe product has been requested for investigation and a replacement meter has been sent. A follow-up will be submitted once investigation results are available.